Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited non-sustained episodes of noise and oversensing at routine follow-up. All lead measurements were reported within normal limits and the noise could not be recreated during testing. There were no reported instances of inappropriate therapy or pacing inhibition. The physician elected to perform a revision procedure wherein the lead was explanted and replaced. While unconfirmed, the physician suspected a possible lead fracture as the cause of the noise and oversensing. The patient was reported to not be pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two segments at 8.5 cm from the terminal pin with an extracting stylet stuck inside the distal segment. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the shocking coil from the medical adhesive (ma) bonding at the proximal end of the distal shocking coil. Associated with this was a stretching of proximal end of this shocking coil that was likely induced during the process of extraction. Laboratory analysis was unable to confirm the reported clinical observations and found no evidence of lead fracture.